Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient blood glucose value was 385 mg/dl at the time of the event and got treated with insulin pen. The blod glucose level was high for 2 hours.the infusion set was in use for 1 day. No further information available.